Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's garment was fitting "too tight" and the "clips dug into his chest area" which broken open a healing wound from open heart surgery and caused the area to bleed. There was no alleged device malfunction contributing to the irritation. The staff at the rehab facility removed the lifevest due to the garment having blood on it and they treated the open wound. Follow up indicated that the area has healed up since they were changing out the dressing and taking care of the area.